Event description:
It was reported that during follow up, interrogation revealed several episodes of noise on the rv lead. Also noted were a decrease in pacing lead impedance, high threshold, and low sensing. At follow up in (B)(6) 2013 all values were normal. While checking the lead in clinic, the patient received inappropriate therapy due to the noise. Chest x-ray did not reveal any lead damage. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.